Event description:
Customer reported to beckman coulter, inc. (Bec) that 40 - 50 ml of clenz leaked on the right side of the coulter lh 780 hematology analyzer, under the bottom front door. Customer reported that the leak was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a tube was disconnected from port 10 of the blood sampling valve (bsv). The fse reattached the tube. The fse ran shutdown, startup and controls with no further leak. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).